Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer confirmed that the insulin pump settings were correct and insulin was exiting from the insulin pump during the manual prime. No further information was provided.

Manufacturer narrative:
Analysis was performed and the insulin pump passed all functional testing. Including the seat, rewind, basic occlusion and occlusion tests.